Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting no capture despite maximum device outputs. Therefore, a lead revision was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.